Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. The device is beeping.

Event description:
There was no patient involved in this event. The device is beeping.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 23rd october 2017. During the investigation mosfet q35 was measured and found to have failed. This had resulted in the activation of the red status led and failure chirp simultaneously with the green status led. After replacing mosfet q35, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. The unit did not display any faults during or after this stress testing. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 500p.